Event description:
A ventilator was returned to the manufacturer for service due to an "internal battery depleted" and "detachable battery depleted" error codes found on device log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the codes were confirmed in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additional findings not related to the malfunction of the device include the blower assembly and flow sensor were replaced due to life related smell.